Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-07-05. Investigation summary: one 2000e sample was received in sealed packaging for investigation from lot: 20026612. Further information provided by customer indicate that occlusion was identified whilst connected to introcan safety IV catheter. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. A visual inspection of the returned smartsite did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was connected to a 50ml bd plastipak syringe from retained stock and flushed with fluid; no occlusion or flow restriction was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot: 20026612 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned smartsite. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature (CAPA): 1998036. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. However in this instance no occlusion was observed during testing of the returned sample, please note previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the occlusions. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product and the reported occlusion were not replicated during testing of the returned sample it could not be determined which is the most likely root cause for the customer's experience in this instance. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e product in the past 12 months.

Event description:
It was reported that 3 ll vlv adpt(stand alone) sets would not draw or flush due to flow issues. The following information was provided by the initial reporter: "smartsite not drawing or flushing. Health care professionals have found that some of the smartsite connectors are not able to draw blood through them neither are they able to flush the connector".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 ll vlv adpt(stand alone) sets would not draw or flush due to flow issues. The following information was provided by the initial reporter: smartsite not drawing or flushing. Health care professionals have found that some of the smartsite connectors are not able to draw blood through them neither are they able to flush the connector.